Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller was completely dead. Caller stated that they had gone through recharging stuff and checking with the manufacturer representative (rep); caller stated that the rep gave them the patient services (pss) phone number to call to request a replacement controller. Caller stated that they would keep the controller charged and that they used the controller yesterday and the controller was charging. Caller stated that they charged the controller last night and the issue was discovered this morning when the pt went to use the controller to recharge their ins as the controller would not turn on. Caller stated that they tried two aa batteries in the controller and another outlet, however the issue was not resolved. Caller also confirmed that they took the battery pack out of the controller and connected the controller to the ac power supply, however the controller still wasn't turning on. The patient (pt) also mentioned that the elastic on the belt broke the other day; caller stated that it was probably friday of last week. They mentioned that  the belt was kind of backwards the way the belt had to be put on since the ins was on the pt 's right side versus their left side. No symptoms were reported.